Event description:
It was reported that when using the pyxis medstation es system, the station was unable to power on. A customer reported that a user was unable to dispense medication due to a malfunction, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the es station had unexpectedly powered down prior to dispensing the medications. A field service engineer replaced both the device controller and the position sensor for the drawer to resolve this problem. The system functioned as intended after the field service engineer troubleshooted the device. A technical service specialist confirmed that there had been a delay in dispensing medication to the patients.